Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has severe bradykinesia and is unable to swallow. It was stated that the implantable neurostimulator (ins) was possibly over-discharged. The manufacturer's representative (rep) planned to meet the patient in the hospital to troubleshooting. The issue was not resolved at this time. Additional information was received from the manufacturer representative (rep). It was confirmed the patient was hospitalized due to the event. The device was found to be a low battery and the dbs system had turned off due to this. The battery had not reached the point of over-discharge. Actions taken to resolve the issue were the patient was assisted with charging their symptoms. The patient and their caretaker were re-educated on the process of recharging and the frequency of charging needed. The issue was resolved. The patient was able to recharge without issue, the dbs system is back on and their symptoms have resolved. The patient was discharged from the hospital.

Event description:
Additional information was received from the consumer who reported that about 6 months ago, the patient had difficulty getting good coupling. The caller stated that the patient struggled to get all 8 coupling bars to fill in, and often it would take an hour before they could achieve good coupling. The caller stated that the patient would charge their ins for hours, but they don't know if the implant was actually charging. A week ago sunday, the caller stated that the patient's ins battery went dead, which they think was a result of the patient not charging the ins well enough. The caller stated that the patient was taken to the hospital because they started having severe tremors, entered a catatonic state with their rigidity, and were unable to swallow. This morning, the patient met with the manufacturer's representative (rep), and the rep was able to charge the patient's ins. The caller mentioned that the rep was only able to get 4 coupling bars to fill in with the patient's recharger, but they were able to get all 8 coupling bars to fill in right away using the recharger they brought with them. The caller stated that they turned therapy back on once the ins was charged sufficiently, and then all of the patient's symptoms resolved. The caller stated that the rep advised the patient to have the recharger antenna replaced. The call agent had the caller examine the recharger antenna during the call, but no damage was found. An email was sent to the repair department to recharger antenna. The patient's relevant medical history included that the patient never had tremors prior to this event. The caller mentioned that the reason the patient had the ins implanted was because their feet wouldn't move forward.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.